Event description:
It is reported that the pt was revised for deep infection.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: review of surgical reports provided indicates surgical technique was followed. No x-rays were received. Pt factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs high impact) are unk. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The mfg lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. In addition, before each mfg lot is released, the "certificate of processing" from the sterilization supplier is reviewed for conformance. This certificate lists the maximum, minimum and actual gamma dose in kgy. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.